Manufacturer narrative:
Corrected information was provided in d1 (brand name) and d4 (serial). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A seventy-seven-year-old male patient received a 5.5 device following an out-of-hospital cardiac arrest caused by ventricular fibrillation, resulting in cardiogenic shock (scai e). Although a surgical cut-down to the axillary artery was performed, significant bleeding from the access site occurred within the first 12 postoperative hours, accompanied by hematoma formation. Because temporary mechanical circulatory support requires systemic anticoagulation, we cannot exclude that the surgical intervention or anticoagulation regimen rather than the device itself contributed to or exacerbated the bleeding. At this stage, it is unlikely that the device directly caused a hyper-bleeding event.

Manufacturer narrative:
D4 primary UDI number was revised.

Manufacturer narrative:
Section d catalog number was corrected.